Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 116 mg/dl at the time of the call. The customer stated that their insulin pump fell into the ocean and now there is moisture under the lcd screen of the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with corroded electronic assemblies and motor assemblies. The insulin pump was unable to test operating currents due to unresponsive buttons. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.